Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic hernia procedure, the device was losing pneumo and leaking during instrument exchanges. They stuck a device into the trocar and then were able to complete the procedure.